Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. Upon removal from the packaging, the pusher wire of a ruby coil was found kinked. The ruby coil was still used and met resistance while advancing through the microcatheter. The ruby coil unintentionally detached inside the microcatheter and was successfully removed using syringe aspiration. The procedure continued successfully using a new ruby coil.